Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that eight years and six months post implantation the filter struts perforated into the organs, the filter was embedded in the wall of the ivc and that the device was unable to be retrieved, although there have been no known recorded attempts to remove the filter. The patient also reports to be suffering from mental distress and anguish. According to the medical records, the patient had a history of sleep apnea, morbid obesity and elevated creatinine. The patient was originally admitted to the hospital secondary to chest pain in the setting of right lower extremity deep vein thrombosis (dvt). The patient had a computerized tomography (CT) scan which showed multiple right sided pulmonary embolism (pe). The filter was successfully deployed without complications. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of sleep apnea, morbid obesity and elevated creatinine. The patient was originally admitted to the hospital secondary to chest pain in the setting of right lower extremity deep vein thrombosis (dvt). The patient had a computerized tomography (CT) scan which showed multiple right sided pulmonary embolism (pe). The filter was successfully deployed without complications. The filter subsequently malfunctioned, tilted, and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that eight years and six months post implantation the filter struts perforated into the organs, the filter was embedded in the wall of the ivc and that the device was unable to be retrieved, although there have been no known recorded attempts to remove the filter. The patient also reports to be suffering from mental distress and anguish. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR)review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the filter tilt, ivc perforation, organ perforation and embedded in the ivc wall reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Corrected data: ( manufacturer name, city and state), (manufacturing site name and address).

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a5, b4, b5, b6, b7, d1, g2, g3, g6, h1 and h2. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, tilted, and perforated the inferior vena cava (ivc) wall and caused blood clots, clotting and occlusion of the ivc. The patient reported becoming aware of organ perforation and filter embedded, approximately eight years and six months post implant. The patient also reported anxiety related to the filter. According to the medical records, the patient had a history of sleep apnea, morbid obesity and elevated creatinine. The patient was admitted to the hospital with chest pain in the setting of right lower extremity deep vein thrombosis (dvt). A computerized tomography (CT) scan showed multiple right sided pulmonary embolism (pe). The filter was successfully deployed without complications. Approximately eight years and six months post implant a CT scan of the abdomen was performed and then again approximately ten months later, the images were submitted for independent review approximately five years and six months after the scan was performed. The impression of the films indicated that the infrarenal ivc filer is perforating through the ivc with multiple struts extending extraluminal. The filter is tilted posteriorly at the superior end and anteriorly at the inferior end. One anterior and one posterior strut perforates 5 mm and resides within the soft tissues. Two medial struts perforate 3 mm and 6 mm and reside within the soft tissues. One lateral strut perforates 4 mm and resides within the soft tissues. One lateral strut perforates 6 mm and contacts the right psoas muscle. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Computed tomography (CT) scans done approximately eight years and six months after the index procedure were re-evaluated fifteen years and ten months after the index procedure. The superior end of the filter is at the l2-l3 interspace. The inferior vena cava (ivc) filter is tilted posteriorly at the superior end and it does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6 mm. One (1) anterior strut perforates the ivc wall 5 mm and resides within the soft tissues. Two (2) medial struts perforate the ivc wall 3 mm and 6 mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 5 mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 4 mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 6 mm and contacts the right psoas muscle. Computed tomography (CT) scans done approximately nine years and four months after the index procedure were re-evaluated fifteen years and ten months after the index procedure. The superior end of the filter is at the l2-l3 interspace. The inferior vena cava (ivc) filter is tilted posteriorly at the superior end and it does not contact the ivc wall. The ivc filter is tilted anteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6 mm. One (1) anterior strut perforates the ivc wall 6 mm and contacts the bowel. Two (2) medial struts perforate the ivc wall 3 mm and 6 mm and reside within the soft tissues. One (1) posterior strut perforates the ivc wall 5 mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 5 mm and contacts the bowel. One (1) lateral strut perforates the ivc wall 6 mm and contacts the right psoas muscle. An amended patient profile form (ppf) was received which contained previously reported events.

Manufacturer narrative:
Complaint conclusion:  as reported by the legal department, on or about (B)(6) 2005 a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, tilted, perforated the ivc wall and caused injury and damages to the plaintiff. Including, but not limited to, blood clots, clotting and occlusion and perforation of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis and/or clots do not represent a device malfunction. Without images or procedural films for review, the reported filter tilt and vessel perforation could not be conclusively confirmed. The timing and mechanism of the reported tilt is unknown at this time. Vessel injury is a known procedural complication of ivc filter implantation and is listed in the instructions for use as such. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff on or about (B)(6) 2005 in (B)(6), underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, tilted, perforated the ivc wall and caused injury and damages to the plaintiff.   Including, but not limited to, blood clots, clotting and occlusion and perforation of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses,  pain, suffering, and other damages.